Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the physician explanted and replaced the ipg.

Event description:
Follow up information identified postoperatively, the pain at the ipg pocket site resolved.